Manufacturer narrative:
One 4 lesion nt2000" pain management rf generator was received into the lab for analysis. No original packaging was available for inspection. The unit was fully assembled with the back panel intact. Customers should not be removing backplates or opening units in the field. Doing so will bypass existing protective measures. Visual inspection of the returned product confirmed all input and output connectors are free of physical damage and all labeling is legible and correctly oriented. It was also verified that all internal components were secured, with only normal wear observed on the chassis exterior. Inspection of the internal components revealed thermal damage of the capacitor at component location c52 on the radio frequency control board, which resulted in the reported event. The damaged capacitor at location c52 aligns with the images submitted by the field. No functional testing was performed due to the thermal event previously identified.

Event description:
Prior to the procedure, with no patient in the procedure room, the generator overheated when powered on. Afterwards, the back plate was removed and a smoke smell was noted. When the machine was turned on again, a blue flame was seen under the circuit board of the device and the device was immediately turned off. The generator was replaced to resolve the issue.